Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual periods / abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and device dislocation ('migration of essure device location of device: moved up or was hanging out the device moved up the tubes.') In an adult female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irritable bowel syndrome in 2017, hernia repair and grand multiparity. Concomitant products included ibuprofen since 2008 and vitamin d nos (vitamin d) from 2008 to 2011. On (B)(6) 2008, the patient had essure inserted. In may 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2008, the patient experienced device dislocation (seriousness criterion medically significant). In may 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In 2009, the patient experienced migraine ("migraines / headaches"). In 2010, the patient experienced abdominal pain ("abdominal pain") and alopecia ("hair loss"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), anaemia ("anemic") and cystitis ("bladder infection"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, device dislocation, dyspareunia, abdominal pain, anaemia, dysmenorrhoea, cystitis, migraine, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils were visualized at the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual periods / abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), device dislocation ('migration of essure device location of device: left device moved up or was hanging out. The right device moved up the tube.') And kidney infection ('kidney infection') in an adult female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irritable bowel syndrome in 2017, hernia repair and grand multiparity. Concomitant products included ibuprofen since 2008 and vitamin d nos (vitamin d) from 2008 to 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced kidney infection (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), cystitis ("bladder infection"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary tract disorder nos"). In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemic") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2010, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, device dislocation, kidney infection, abdominal pain, dysmenorrhoea, dyspareunia, anaemia, cystitis, migraine, alopecia, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, kidney infection, menorrhagia, migraine, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils were visualized at the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received: events - urinary tract disorder, bladder disorder and kidney infection were added. Onset date of events added and updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: moved up or was hanging out the device moved up the tubes.'), menorrhagia ('heavy menstrual periods / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included irritable bowel syndrome in 2017, hernia repair and grand multiparity. Concomitant products included ibuprofen since 2008 and vitamin d nos (vitamin d) from 2008 to 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). In 2008, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). In 2009, the patient experienced migraine ("migraines / headaches"). In 2010, the patient experienced abdominal pain ("abdominal pain") and alopecia ("hair loss"). On an unknown date, the patient experienced dyspareunia ("pain during intercourse"), anaemia ("anemic") and cystitis ("bladder infection"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain, anaemia, dysmenorrhoea, cystitis, migraine, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils were visualized at the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and medical record received. Lot number added. Reporter and patient demographics were added. Medical history and concomitant drugs were added. Updated suspect drug indication. Events migration of essure device location of device: moved up or was hanging out the device moved up the tubes, vaginal bleeding, anemic, dysmenorrhea, bladder infection, migraines / headaches, hair loss, weight gain and plaintiff did not undergo essure confirmation test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.